Event description:
It was reported that the pump time and date were incorrect, cause was unknown. There was no reported impact to the customer's blood glucose level. The customer corrected the time and date and resumed insulin therapy.